Manufacturer narrative:
This device remains implanted and in service. At this time, there has been no intervention performed. When additional information becomes available, this investigation will be udpated.

Event description:
Boston scientific received information that during a follow up visit interrogation of this implantable cardioverter defibrillator (ICD) revealed a arrythmia logbook with many stored events. The physician discussed the patient's programming and was reviewing a particular shock event. The event contained a logbook entry but did not have a stored electrogram with it. The physician felt that this event should have a stored electrogram to review. Technical services was contacted to troubleshoot the issue. Technical services stated that with these devices events are stored on a first in and first out priority and that this event was pushed out of the memory. They also discussed that the atp in the vt zone accelerated the arrhythmia to the vf zone where shock therapy was exhausted. No adverse patient effects were reported.